Event description:
It was reported during a routine follow up, the patient presented with many short v to v intervals with constant high pace/sense lead impedance. The lead alert software was installed and follow up of the patient will continue at a more often rate. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.